Event description:
Pt reported that she experienced elevated blood glucose, and she believes the insulin delivery of the infusion device is inaccurate. The infusion device was replaced and requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.